Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral ruptures. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, broken shell with sharp edge on posterior side(a dimension measurement in the shell was performed which identify the thickness within specification), nicks with striations and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported bilateral ruptures. Device has been explanted. This record is for the right side.